Manufacturer narrative:
The zealand pharma ae assessor attempted several calls to allow for further investigation of the complaint of hyperglycemia, bg over 500, while using steroids for a diagnosis of brain cancer. Spouse informed customer care that the vgo bolus delivery button locked out, "only 6 clicks were used this morning prior to the bolus delivery button locking out." It is unclear to the ae assessor if this vgo was removed as soon as the event was noted, or if the vgo user continued to wear this vgo device. Treatment for the bg over 500 was not noted by customer care. The use of steroids can increase bg however the vgo bolus buttons locking out could also contribute to the hyperglycemia, if the vgo user did not immediately apply a new vgo for necessary bolus dosing. This case is limited in investigation without speaking with the vgo user or the reporter. Usual bg values on the vgo are unknown to the ae assessor. A bg over 500 is considered as serious by the ae assessor and would likely require intervention for bg mgmt. Customer care requested the vgo device with the bolus delivery button reported as being locked after 6 bolus clicks, to be returned back to zealand to allow for technical review. The ae assessor cannot exclude device contribution to the hyperglycemia. Additionally the vgo user is reported as using novolog 70/30 insulin in the vgo. The vgo device is not approved for use with novolog 70/30 insulin. Without speaking with the vgo user or case reporter, the ae assessor cannot confirm that vgo user has been using novolog 70/30 insulin in the vgo device or the length of time this insulin may have been used in the vgo. Using novolog 70/30 insulin in the vgo would be off-label use.

Event description:
The patient husband reported that the patient is currently experiencing hyperglycemia with a bg over 500. The husband stated that one of the reasons for hyperglycemia is because the patient is on steroids because of brain cancer. The husband needed to disconnect and did not clarify if the brain cancer began before or after starting v-go.